Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: g1, g2, h6 (device) and h6. Product complaint # (B)(4). Investigation summary": no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, discomfort, and inflammation. Update 12/7/2015: pfs received. Pfs reviewed for MDR reportability. Pfs reported pain, difficulty walking and trouble completing activities of daily living. There is no new additional information that would affect the existing investigation. Update 7/20/2016: sales rep reported patient was revised due to thigh pain and metallosis. Cup and liner were explanted. Cup was added to the complaint. Part and lot updated for head, liner, and stem.

Event description:
Update ad 01 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. Ppf alleges elevated metal ions but this was already reported previously. Added law firm, revision surgeon and revision hospital.

Manufacturer narrative:
(B)(4).